Event description:
The customer reported a sheath fluid leak of approximately two (2) liters from the cytomics fc 500 mpl flow cytometer onto the laboratory floor. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield, and laboratory coat when the leak was discovered. There were no reports of injuries, erroneous results, no direct contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.

Manufacturer narrative:
The field service engineer (fse) found a cracked fitting at the qd10 connector and a disconnected tube at the vl24 valve. The fse repaired the cracked fitting and reattached the tube to the vl24 valve resolving the leak issue. Bec internal identifier for this report is (B)(4).